Event description:
It was reported that the insulin pump had button error alarm during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test. Unit had constant motor error alarm during rewind due to motor encoder disk out of phase. No button error alarms or keypad anomalies noted all buttons response properly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.